Event description:
It was reported that prior to starting the da vinci s prostatectomy surgical procedure, the right "eye" of the high resolution stereo viewer was black, and no text or icons were visible. An isi technical support engineer attempted to troubleshoot the issue via telephone, however, the issue could not be resolved. The pt was under anesthesia for approximately 30 minutes, and port incisions were made when the surgeon decided to abort and reschedule the planned surgical procedure to a later date. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the vision loss experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv is located on the surgeon console and provides the video image for the surgeon console operator. The system was repaired by replacing the affected hrsv. The hrsv was returned and evaluated. Per the customer reported complaint, engineering discovered that the right side hrsv monitor had malfunctioned, thus causing the right "eye" vision loss experienced by the customer. As of date, there have been no reported recurrences of the issue at this hospital.